Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the home choice (hc) machine during last fill. The technical service representative (tsr) explained the alarm indicates air entered the set up. The tsr assisted the cg to clear the alarm and proper procedures were reviewed. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during last fill was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).